Manufacturer narrative:
Result: missing gill brake plate kit.

Event description:
It was reported by service report that the brakes would not hold when engaged. It is unk if there was pt involvement, but no adverse consequences were reported.